Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that lacerations to the side of the pt's head were sustained and required suturing. The skull clamp will reusable skull pins was placed on the pt by the resident. The injury occurred during initial positioning, when the pt was being placed into a prone position for a spinal surgical procedure. There were no post operative complications as a result of the injury. The reporter stated that he considered that he considered that the incident occurred because the locking mechanism was too loose.